Event description:
It was reported that the right ventricular (rv) lead exhibited high, out-of-range shock impedance measurements, likely due to age deterioration. They planned to monitor the rv lead. The ICD system remains in service. No adverse patient effects were reported.

Event description:
It was reported that the right ventricular (rv) lead exhibited high, out-of-range shock impedance measurements, likely due to age deterioration. They planned to monitor the rv lead. The ICD system remains in service. No adverse patient effects were reported.

Manufacturer narrative:
Correction to field d6a: implant date.